Manufacturer narrative:
(B)(4). Date of initial report : 02/09/2016. Date of follow-up report : 02/29/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 02/09/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the sealing seemed to be incomplete during a lobectomy. Blood loss of less than 200cc occurred even though end tones, indicating completed seal cycles, were heard. There was no injury to the patient.